Event description:
Boston scientific received information that this left ventricular (lv) lead displayed increased pacing impedance measurements greater than 2,000 ohms. Insulation damage was assumed. An x-ray was performed, confirming the lv lead to be fractured. It was thought to be a result of a clavicular crush. An invasive revision procedure was performed and the lv lead was extracted successfully. A vessel dissection occurred after multiple unsuccessful attempts with two different lv leads and while using a balloon catheter and an inner guiding catheter. It is unknown which product caused the dissection. The device was reprogrammed to right ventricle (rv) only and the procedure was abandoned. A revision procedure was scheduled to implant an lv lead at a later date.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough inspection was performed. The lead fracture was confirmed. The conductor coils were deformed at 290, 294, 350 and 500 to 505 mm from the terminal pin and were fractured at 503 mm from the terminal pin.